Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that, during the load step, the piston did not stop when it reached the cartridge. It was noted that 30 units of insulin was expelled. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that no load step malfunctions were recorded. During investigation, the pump emitted a ¿no cartridge detected¿ alarm. Evaluation revealed that the force sensor calibration reading was out of the required specifications. The pump case was removed and evaluation revealed that the force sensor was contaminated with a green substance. Evaluation revealed that the force sensor resistance reading was out of the required specifications.